Event description:
The pt had a re-herniation event 1 1/2 yrs after initial repair, with a bowel tear. Case was repaired with lifecell device, which was bridged due to inability to close fascia. Skin was closed. Bowel anastomosis (repair) was performed at the same time. At a later date (not specified), pt's skin began to dehisce requiring surgical intervention. Wound vac therapy applied, and the device was kept moist. Vac therapy resulted in copious fluid/exudate which cultured positive for (B)(6). Pt subsequently developed a fistula. The device dissolved and became gelatinous. Surgeon is considering pt factors for strattice disintegration. This complaint was evaluated as not being related to the device as (B)(6) is a common nosocomial organism. The disintegration of the device is not a malfunction as it is attributed to other pt factors such as the presence of a fistula and active infection. Lifecell is now reporting as a serious injury (infection) that the device may have contributed to. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Lot s10809-043, MFR. Date: 11/03/2010, exp. 04/30/2012. Method: review of the device history records. Query of lifecell's complaint management system for any other issues or complaints reported against lots s10760 and lot s10809. Results: review of the device history records resulted in no remarkable findings. At the time of initial complaint investigation, there were 335 devices from these lots distributed including 104 devices that were reported as implanted. As of 09/28/2011, there were no other similar complaints reported to lifecell against these lots. Conclusion: this event involved serious injury which the devices may have been a contributing factor, but based on internal investigation, the devices met qc release criteria, and with no other complaints against the lots, this event is unlikely related to the devices. (B)(6) is a common nosocomial organism. Lifecell is now reporting as a serious injury (infection) that the devices may have contributed to.